Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially, it was reported that at the time of the start of the ablation, an ¿impedance too high¿ error occurred right after the start of the ablation. It was also reported that after the qdot micro catheter was connected, at the time of inserting intracardiac, noise occurred on all the microelectrodes. The cable was replaced, and the issue did not resolve. When the catheter was replaced, the issue was resolved, and the procedure was completed with no problems. The procedure was completed without patient consequence. The signal noise and high impedance issues were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 29-jul-2024, there was reddish material and a hole in the surface of the pebax. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 29-jul-2024.

Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection, and functional tests of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. An electrical test was performed, and a thermocouple was found out of specification during the analysis. Then, the device was connected to the ngen, and no temperature was displayed due to an open circuit on the tip area. No impedance issues were observed. A manufacturing record evaluation was performed for the finished device 31296487l number, and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the high impedance and electrical issues reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The potential cause of the open circuit on the tip area could not be determined. The instruction for use states: the instruction for use states: do not scrub or twist the distal tip electrode during cleaning. Catheter advancement should be done under direct imaging guidance. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).